Manufacturer narrative:
The user facility did not provide a specific model or serial /lot number for the subject handpiece. Therefore it is unknown if the device was returned to the service center for evaluation. The cause of the reported event cannot be determined.

Event description:
The service center was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, sparks were observed from the handpiece and the generator was making a buzz noise. The doctor was using the cut function when the incident occurred. There was no error observed on the generator. The connection between the electrode and generator were inspected and found to be secure. The doctor was having problems with the bipolar and converted to using monopolar instruments. The procedure was completed as needed without complication and the patient was discharged the following day as planned.